Event description:
It was reported the daily lead impedance on the svc lead was >200 ohms due to a fractured coil. After dft testing confirmed an acceptable dft with only the hvb coil, the physician (along with the patient) choose not to do any intervention at that time. The lead was monitored until the time of device replacement. It was further reported that there was a lead fractured at the svc coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found upon analysis. The defibrillation conductor was distorted, fractured (overstress), and cut. Several conductors were stretched and fractured (overstress). The outer tubing overlay was melted and breached cut. The outer insulation was torn and breached cut. The lead was stretched. The full lead in segments was returned with too much explant damage to determine if there was a fractured svc cable.